Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument was producing smoke. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley shows no signs of arcing. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the main tube damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.